Event description:
The consumer alleges the walker is unstable and wobbles, causing her to fall and break her leg.

Manufacturer narrative:
User was transgressing with their walker to their bathroom. The unit reportedly wobbled and the user fell and broke her leg. No confirmation on alleged injury was rec'd. No serial number was located on the device by the dealer. Age of device is unk. Malfunction not confirmed. MDR filed based on alleged serious injury.